Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt did not fully deploy gel) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched gel fire wire in the rear therapy electrode r1 preventing the r2 therapy electrode from deploying the root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damage belt.

Event description:
A us distributor returned an electrode belt was not able to fully deploy gel.